Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. There was a loose connection that when reattached the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was not connecting to the navigation system. The site used a different imaging system to finish the surgery. There was a reported delay of less than one hour and no reported impact to patient outcome.